Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems.

Event description:
Additional information obtained from the user facility indicated that the procedure was delayed approximately 3 minutes to change out the oxygenator.